Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that it occurred during a bolus. Customer disconnected and the 5 units. The pump was working fine. Customer reconnected and tried to deliver the rest of the missed bolus, but it alarmed no delivery again. Customer was advised that the infusion set will be replaced. Customer's blood glucose level was 138 mg/dl. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.